Manufacturer narrative:
One device was returned for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the review period. Physical condition of the device revealed no physical damage. However, one of the battery contacts in battery box was damaged. As a result of checking the error log review, it was confirmed that there was a record of the alarm "power lost while pump was on" on the pump log. The battery was not stable by the battery contact damage. The battery contact was replaced. Preventively replaced the backup capacitor because is confirmed the alarm, "power lost while pump was on," was on the pump log. The cause of the damage could not be determined. Device passed function tests after repair.

Event description:
It was reported that the battery floats and a low voltage indicator appears. There was no patient involvement and no health damage to the patient in this incident.